Manufacturer narrative:
(B)(4).

Event description:
On 11nov2019, medwatch mw5090575 was received from the FDA. An eye care provider (ecp) reported a patient (pt) was diagnosed with a "central corneal ulcer¿ in the right eye while wearing acuvue® oasys® brand contact lenses. Ecp reported ¿pt not replacing lenses as recommended. Wearing for 2 months instead of 2 weeks. Some extended wear." Multiple attempts were made to the ecp for additional information. No information was received. The lot number is not available. No further investigation can be completed. It is unknown if the suspect contact lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.